Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported the patient was unable to turn the patient programmer (pp) on, was acting up, and the "call your doctor" screen was seen with an unknown code. The batteries were replaced, and the code was seen again. The batteries were taken out and reinserted, but the pp wouldn't power up, wasn't working, and the screen was blank (the error code was not seen again). No out of box failure was reported. A month later the consumer called back and reported they wanted to get the implantable neurostimulator (ins) checked because they didn't have stimulation, couldn't get into a pain doctor, and they were unable to turn the ins on because the patient programmer (pp) wasn't communicating with the ins. It was noted the consumer had already tried new batteries in the pp, but was still unable to turn the ins on, and nothing would come up on the screen. It was further reported that starting in (B)(6) the recharger wasn't communicating with the ins, but then they were able to recharge, but couldn't turn the ins on. It was noted the ins was turned off at night because it drove the consumer "bonkers." Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer told them their therapy wasn't working. The consumer later reported they notified their physicians about the issues on (B)(6) 2016 but the issue wasn't resolved the device had been non-operable since (B)(4), even after receiving a new hand receiver.